Event description:
It broke off- oral b power care [device breakage]. Case narrative: relative/ friend via email stated that their son was brushing his teeth with a new brush head on his electric toothbrush and it suddenly broke off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.